Event description:
The customer contact reported leaking immediately before the option-lok male adapter connection site of the tubing set. The tubing set was being used to deliver an unspecified concentration of normal saline with electrolytes. After 24 hours the customer contact reported that the solution leaked out immediately before the option-lok male adapter connection site of the tubing set onto the pt's gown. It was reported that there were no cuts, holes, tears, or device breakages noted. The tubing set was replaced and therapy was resumed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.